Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that the erbe integrated electrosurgical unit (iesu) presented error c-33 during system setup which persisted after multiple reboots. The technical support engineer (tse) was unable to review the system logs at the time of the call, however, explained the meaning of the c-33 error to the customer. The tse additionally advised that replacement of the erbe unit would likely be required and offered the use of an alternative diathermy unit as a temporary solution. However, the customer indicated that they did not wish to use an external diathermy unit and would later determine whether to proceed with the scheduled procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified prior to starting the procedure and ports were not placed at the time of the event. There was no injury to the patient as a result of the issue. At the time of the call to technical support, there was no procedure taking place, however, the customer would have scheduled for the day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and the reported issue was confirmed through system log review, which identified recurring occurrences of error c-33 on multiple dates in april 2026. Upon visual inspection, scratches were observed on the hardcover; however, the unit was otherwise in acceptable cosmetic condition. During testing, the unit displayed error code c-33 at startup, while the erbe internal log recorded error code c-00. The complaint was confirmed based on the failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.